Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced lens rotation. The lens rotated twice implying a repositioning occurred. It was noted the patient is a mma fighter. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Manufacturer narrative: rotation, secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Manufacturer narrative:
B5 - a facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced lens rotation. The lens rotated twice, and it was clarified the lens was repositioned. The lens was later exchanged with a longer length lens and the problem was resolved. Cause of the event was reported as a patient related factor. Claim # (B)(4).